Event description:
It was reported that patient received inappropriate shocks due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.